Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom " patient nurse was administering a drug at 2u/hr and claims that the pump automatically switched to 50u/hr". The symptom was not reproduced as the device passed flow rate testing in accordance with the preventative maintenance procedure. Evaluation found the device was able to run a loaded set at 2units per hr for 1 hr with no errors or discrepancies. Device investigation did not identify any hardware failures associated with the reported symptom. Review of the event history log was completed and revealed on the event occurrence date and time reported by the customer ((B)(6) 2016, 20:45 gmt) an insulin infusion was programmed by the user with a dose of 50u/hr. The dose of 50u/hr exceeded the soft limit (1-25u/hr) but the user accepted the entered value of 50u/hr. When the user reported to have checked on the infusion (21:45 gmt) the pump continued to run at the programmed rate of 50u/hr. There is no evidence in the event history log that the pump was programmed at a rate of 2u/hr. Evaluation determined there was no device malfunction and the reported symptom is a result of a programming error by the user.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) during insulin therapy in the emergency room when the "'patient nurse was administering a drug at 2u/hr and claims that the pump automatically switched to 50u/hr". The patient involved had a diagnosis of diabetic ketoacidosis crisis upon admission to the emergency room. The infusion was started at 16:45 with 100units of insulin in 100ml IV bag at a rate of 2units/hr (2ml/hr). At 17:45, it was observed that the infusion rate was dripping at 50 units/hr (50ml/hr). The customer also stated that the device was swapped out using the same IV set with remaining medication(unknown volume amount remaining in the IV bag). The infusion was restarted and programmed with the ordered dose 2 units/hr (2ml/hr). It was reported that the patient was admitted with a critical blood glucose level (unknown value) and blood glucose monitoring increased from every 60 minutes to every 30 minutes as a precautionary measure after this event. The recorded blood glucose levels are as follows: glucose at 1707, 507. 1745, 349. 1800, 294. 1842, 298. The customer also stated, "no medical intervention provided to the patient as a result of this event, no serious complication to patient related to event and the patient was discharged on (B)(6) 2016". All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.